Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed based on stylet insertion test observation of foreign material (fm) which block passage of a stylet. A visual of the fm shows that it is likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. The stylet insertion test faild at tip though with forced applied, stylet was able to pass through which pushed out a foreign material.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to wire unable to advance through lead. Additional information from the laboratory indicated that foreign material (fm) blocked passage of a stylet. The lead was never in service. No adverse patient effects were reported.